Event description:
It was reported intermittent occlusion alarms occurred that have been getting worse. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.